Event description:
Boston scientific received information that a day after this cardiac resynchronization therapy defibrillator (crt-d) was implanted, it was noted that the right atrial lead and the pace/sense portion of the right ventricular defibrillation lead were reversed in the header. An additional procedure was done to disconnect the leads and reconnect them properly and all measurements were within normal range. This device remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.